Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 47 fractured. Construction was a single crown placed on the dental implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous machanical overloading of the implant. Fracture was caused by patient condition.

Event description:
Implant fracture.